Event description:
Revision surgery - the head chipped due to the patient falling.

Event description:
Revision surgery- the patient fell, causing the ceramic on ceramic liner to chip. The surgeon changed out the liner and head to a delta ceramic head and polyethylene liner.

Manufacturer narrative:
On (B)(6) 2012 it was reported that a revision surgery was performed after the ceramic head chipped when the patient fell. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product; all critical dimensions and specifications were met. A review of the product complaint report history shows one prior complaint against the ceramic head due to dislocation. This is the first complaint for this lot number. The root cause for the revision surgery is a chipped head due to trauma (the patient fell). There is no evidence of a device design and/or manufacturing problem that contributed to the failure. There are no indications of a product or process issue affecting implant safety or effectiveness.